Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received a low urine potassium result for one external proficiency survey sample which when repeated gave results discrepant from initial result. Survey sample initially run on (B) (6)2010 gave 79 mmol/l from ise2 unit of the modular core analyzer (B) (4). The urine potassium result of 79 mmol/l was reported . Acceptable survey range is 71 to 131 mmol/l with a mean of 101.1 mmol/l. User said they should have recovered a urine potassium result of around 100 mmol/l for this survey sample but they recovered lower. On (B) (6)2010 the same survey sample was tested on a different ise1 unit on the same modular core analyzer which gave 94 mmol/l and additionally repeated on another "single p unit" at the site giving results of approximately 98 to 100 mmol/l. User said they were not experiencing this issue with serum electrolytes on the modular core analyzer. No patient results have been affected. Potassium electrode lot was not provided. The field service representative found diluent delivery to be inconsistent. He removed and replaced sample probe and ise degassers. Additionally replaced sv2 drain tubing for diluent and ran ise checks. To verify analyzer performance, he ran calibrations, controls and 10 cup precision run with all results within specification.